Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a flo-gard infusion pump with failure code 2 was confirmed during product evaluation in the pump's event history. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Additional information: a service history review revealed no previous service events were related to the reported condition. (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter personnel, a flo-gard volumetric infusion pump was found to have experienced f2 six times on the reported occurrence date. A thin hairline crack was found between upper door hinge stop area and hinge bore, indicating that the reported condition was a false occlusion alarm. There was no patient involvement. No additional information is available.